Manufacturer narrative:
Device is a combination product . Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
(B)(6) study. It was reported that during a coronary artery stenting treatment procedure, vessel dissection occurred. In (B)(6) 2016, clinical status assessment identified the patient¿s qualifying condition as stable angina (ccs classification: and the patient was referred for cardiac catheterization. The 1st target lesion was located in the mid right coronary artery (mid rca) with 80% stenosis and was 50mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with direct placement of 3.00x32mm, 3.00x28mm and 3.00x8mm synergy stents, with 0% residual stenosis. The 2nd target lesion was located in the distal rca with 80% stenosis and was 12mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with direct placement of a 2.50x16mm synergy stent, with 0% residual stenosis. During the procedure, dissection occurred before any insertion of stent and it was related to an al1 guiding catheter insertion. The patient was discharged on aspirin and clopidogrel four days later.